Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse could able to confirmed the gas loss alarms in logs but was unable to duplicate the gas loss alarm. Then the getinge field service engineer (fse) had further replaced the expired assembly, safety disk and consumed the console screw kit. The device had passed all the functional and safety tests according to the factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a gas leak and is not functioning, the pump was paused for twenty minutes. The unit was exchanged the balloon continued pump alarms despite the unit being exchanged, patient remained hemodynamically stable. The balloon could not be filled. Patient given am impella 5.5 placement. The balloon pump continued alarming and was again exchanged. There were no injuries reported. The related iabps have been reported separately, reference mfg report numbers 2249723-2024-02154 and 2249723-2024-02155.